Manufacturer narrative:
No vibrator anomaly could be confirmed due to a constant reset error alarm loop after boot up. The displacement test, self test and reset error test could not be performed due to the reset anomaly. The insulin pump alarmed for a reset error due to a broken solder joint at the interface board. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack on the reservoir compartment. The blood glucose reading was 313 mg/dl. Customer was unsure of how the damage occurred. She also reported that the insulin pump had alarmed for an error. She stated that the insulin pump had not been stored or out of use for an extended period of time and that the alarm did not occur shortly after inserting a new battery. Nothing further was reported.